Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the waist pack was damaged and the sewing was loose. The waist pack will be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the waist pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller pocket strap loop was damaged and coming apart. This is likely related to the reported "loose sewing". As a result, the reported event was confirmed. Additionally, it was observed that the viewing window was broken. The damaged viewing window is an additional observation not related to the reported event. The most likely root cause of the damaged strap loop and viewing window can be attributed to wear and/or to the handling of the unit. If information is provided in the future, a supplemental report will be issued.